Event description:
Related manufacturer reference number: 2017865-2022-02321, related manufacturer reference number:2017865-2022-02322. It was reported that the patient presented with an infection. The entire system was explanted and replaced. The patient was in stable condition.